Manufacturer narrative:
Unique device identifier (UDI) #: (B)(4) or (B)(4). The codman perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during craniotomy with evacuation of subdural hematoma, once the codman perforator was drilled through the skull, it did not stop as it is designed to do. If there was not a hematoma, it would have gone into the brain. There was no injury to the patient, neither was there any delay in the surgical procedure.